Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. The analysis results found that the cdh29a device arrived in good visual condition. The only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a total colectomy procedure, during the creation of the anastomosis, the anastomosis started to bleed. The surgeon continued the procedure by making a rectoscopy with anoscope and by making a cauterization with bipolar until the hemostasis. The procedure was prolonged for about 90 minutes. Per the surgeon, after the recovery in the intensive care unit the patient has been followed in the general surgery unit. After a complete healing the patient has been discharged and now she is fine. The doctor will see patient for a follow up visit in the next month.